Event description:
It was reported the patient's ipg reach end of life. It is unknown if the ipg depleted prematurely. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. An ipg reaching end of life was reported to abbott. The ipg was not returned for evaluation. Additionally, stimulation settings were are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. The ipg was replaced to reestablish effective therapy.